Event description:
This rv lead implanted on (B)(6) 2011 and remains implanted at this time. A call was placed to technical services on 11/17/2016, stating that this lead has noise for several events. In addition, lead trend shows high impedance spikes way back, mv signal may still be the result of it. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).